Manufacturer narrative:
Qn# (B)(4). Based on the investigation, the defect mode could not be confirmed. 44 pieces representative sample were received. The samples were closely examined by visual inspection. There was no issue found. Complaint reported that user felt it difficult to connect the oxygen port of the trach-vent to the tracheostomy tube during use. Based on the returned sample provided, 15mm plug gauge test was conducted on the connector of the samples. All the samples passed the 15mm plug gauge test. In current manufacturing procedure, iqc department will conduct sampling gauge test before release the part item to production. In production, 100% visual inspection at assembly area is conducted. Thus, any ineffective products will be culled out during this process. Therefore, it is very unlikely condition at the manufacturing area that the product having defect to be released for shipment. The incident happened may due to the defect on tracheostomy tube. Further study could not be conducted since the tracheostomy tube did not return for investigation. A device history record review was performed, and no relevant findings were identified. Complaint reported that it was difficult to connect the oxygen port of the trach-vent to the tracheostomy tube. Per the gauge test conducted on returned sample, the connector area meets the specification. Hence, this complaint could not be confirmed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the user felt it difficult to connect the oxygen port of the trach-vent to the tracheostomy tube (smith medical) during use; he/she had to turn the port strongly into the tube to connect. Therefore, a new unit was used instead. No injury to the patient was reported. Our sales rep. Checked the sample and found that the round part of the port was deformed, which might have caused connection difficulty."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user felt it difficult to connect the oxygen port of the trach-vent to the tracheostomy tube (smith medical) during use; he/she had to turn the port strongly into the tube to connect. Therefore, a new unit was used instead. No injury to the patient was reported. Our sales rep. Checked the sample and found that the round part of the port was deformed, which might have caused connection difficulty."